Event description:
Rec'd letter unexpectantly in mail from physician which indicates dr. Went to remove peg when the hub within the stomach sheared off from the main shaft, which physician then endoscopially removed the hub using an overtube.